Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure for 10-15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.